Event description:
The customer reported via phone call that they exposed the insulin pump to water. The customer stated they attempted to dry the insulin pump by removing the battery, but the insulin pump was not functional. Customer's blood glucose was 230 mg/dl. The customer reported fluid was present under the display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronics or motor. No audio anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.